Event description:
Per legal complaint # (B)(4). Attorney alleges that the patient underwent incarcerated umbilical hernia repair surgery with implant of ventralex on (B)(6) 2017. It was alleged that the patient was diagnosed with recurrent ventral hernia and diastasis recti thereby underwent additional surgical intervention for removal of mesh and implant of ventralight st on (B)(6) 2023. Attorneys alleges that the patient experiencing additional surgical intervention, recurrence, chronic pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient was diagnosed with recurrent ventral hernia and diastasis recti thereby underwent additional surgical intervention for removal of mesh. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.